Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately low results on their onetouch verio iq meter. The reporter was unable to provide any specific readings which were obtained, but was comparing the subject meter results to a onetouch ultramini meter. This complaint is being reported because it is not known if the reported results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.